Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/30/2009, 02/02/2009 and 02/03/2009 by phone, fax, and mail. A completed questionaire was received on 02/05/2009. (Eye pain), this report was mailed to FDA on: 02/27/2009. The

Event description:
A consumer's sister reported that her brother was experiencing a decrease in peripheral vision since intraocular lens (iol) implant surgery. She also reported that her brother was experiencing pain, foreign body sensation and excessive tearing. The surgeon reported that, on the first postoperative day, the patient experienced elevated intraocular pressure (iop) which was treated with medication. Approximately two weeks postoperative, the patient was still experiencing decreased peripheral vision and seeing crescent interference in vision. The surgeon performed a visual field test and found significant temporal scotoma defect (not absolute). In a follow-up, the surgeon reports the patient does notice the negative dysphotopsia but is "not bothered too much" and his symptoms have resolved with medication. In the surgeon's opinion, it is unknown whether or not the device contributed to the event and he stated that "many postoperative patients have complaints of temporal dysphotopsia".